Event description:
It was reported that deflation slow and balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 24 atmospheres for 30 seconds, the balloon ruptured and deflation trouble occurred. The physician had difficulty applying negative pressure, fluoroscopy showed contrast medium was leaking from the tip of the balloon. The device shrank over time and was removed as it was. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).